Event description:
It is not known when the alleged issue began. It is not known how the patient was managing her diabetes regimen or what she took regarding her diabetes regimen at the time the alleged issue began. The patient reported having symptoms of a headache, feeling dizzy and lightheaded 3 weeks after the alleged issue began. Due to the alleged symptoms, the patient reported going to the emergency room (ER) for assistance. At the time of the ER, the patient stated she was administered insulin (type/dose not specified) and was tested by the ER/hospital meter, but was not able to recall the result obtained. At the time of troubleshooting, the cca noted the subject meter was not misused. The patient informed the cca that she was not able to recall whether the alleged issue occurred after removing/replacing the battery or whether she had used the subject meter before. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.